Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a friend or family member of a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in (B)(6) the patient was outside of a security booth at an airport and their ins turned off, and the patient couldn't walk. It was stated that their eventually got the ins back on with the programmer resolving the issue. No further complications were reported or anticipated.